Event description:
The customer reported that the bedside vital sign monitor reads inaccurate co2 values and the unit is unable to perform gas calibration procedure. Ref MFR report 8030229-2014-00112.